Manufacturer narrative:
Approximate age of device ¿ 2 years (the age is calculated from the date of implant to the event date.) No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported from log files that there were captured speed drops less than the lower speed limit (lsl) and dlf (low flow) events beginning on (B)(6) 2019. These continued to occur intermittently throughout the remainder of the log file. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appeared to occur while the vad is connected to the power module. In order to prevent further interruption in support, it was advised to keep the vad connected to battery power until further investigation is completed. On (B)(6) 2019, it was reported that x-rays were taken and results for the percutaneous lead were shown normal. Patient had a fluoroscope performed. She was sent home on an ungrounded cable as a precaution. The patient was found stable and a physician will determine whether she needs an external driveline repair. On (B)(6) 2019, it was reported that the physician has determined that the problem was most likely internal, so an external driveline repair will not be requested.

Manufacturer narrative:
Device evaluation: the report of a potentially compromised driveline can be confirmed based on the evaluation of (B)(4). The pump was returned assembled with the driveline cut approximately 10.5¿ from the pump body and 2 severed portions of driveline, measuring approximately 5.5¿ and 23¿, were also returned. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a functional issue. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. The shielding and bionate were removed from the returned driveline and it was observed that the black wire was completely severed on the 5.5¿ segment of driveline, approximately 12.5¿ from the pump nipple housing (figures 3-4). The damage appeared consistent with fatigue failure due to repetitive flexing of the driveline. Had electrical continuity testing been performed on the 5.5¿ segment of black wire, high resistance measurements and/or an open circuit condition would have been detected. Electrical continuity testing was performed on the remaining wires and did not reveal any additional discontinuities or shorts. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. If the damaged inner conductors of the black wire caused an open circuit condition, it would have been detected by the pocket controller when comparing wire currents, which could have resulted in the driveline fault and associated yellow wrench advisory alarms observed in the submitted system controller log files. Visual inspection of the wires did not reveal any additional breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional insulation breaches that would have contributed to an electrical short. The completely severed black wire would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mpu or power module. The completely severed black wire would have caused the reported low speed, low flow, and driveline fault alarms observed in the submitted system controller log file data. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Information regarding all alarms and how to respond to such is provided in the IFU as well as the patient handbook. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Patient code updated with additional information.

Event description:
It was reported that the patient had multiple pump stops due to percutaneous lead fracture. A pump exchange was completed.